Event description:
It was reported that an angio-seal was deployed post coronary angiogram. The patient was reported to have normal coronary arteries. The next day, the patient complained of leg pain. An ultrasound revealed an occluded femoral artery with a clot on the side where the angio-seal had been placed. Urokinase (dose unknown) was used in an attempt to dissolve the clot; however, that was unsuccessful. The patient went to surgery where an embolectomy was performed, and the clot and angio-seal device was removed. Product surveillance was made aware of this event in 2007.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating rash, wound drainage, or any other unusual symptoms.